Event description:
Child claimed ear discomfort and intermittent pain. Pediatrician in an earlier visit claims a nerve that could cause the feeling as expressed by the child. Has two foreign objects to drain ears. Tubes are in both sinus areas or regions of the head. Could be these tubes causing nerve activation? Tubes to drain ears on a child. Medical implants. Manufacturer: unsure. Reference report: mw5154791.